Manufacturer narrative:
D4: unique identifier (B)(4). H10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of heparin with a spectrum iq pump, the medication was not infusing. The nurse alleged that ¿occasional upstream occlusion alarms¿ were generated; however, there was ¿no other indication that pump was not infusing¿. It was further reported the heparin dose had been progressively increased to attain a therapeutic partial thromboplastin time (ptt). According to the reporter there was no change with the ptt, therefore the spectrum pump was changed. After the pump was changed, the ptt ¿became supratherapeutic at dose that should have been infusing¿. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.